Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited remains of white foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the water could not be supplied due to clogging of the jet tube. In addition, the device evaluation observed the following: the grip packing ring was loose, the water tightness was lost due to a pinhole on the bending section cover, the brightness was uneven when halation occurred due to a damage on the charged coupled device unit, the color tone of the image was not proper due to a cut on the charged coupled device cable, there was a double image due to a damage on the charged coupled device unit, the bending angle in down direction did not meet the standard value due to war of the angle wire, and there were various damages noted on different parts of the scope such as scratches, crack, deformation, discoloration and snaking. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage at the bending section cover (a-rubber). A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.